Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The complaint device was requested but not returned and therefore the customer's complaint cannot be verified. Lot number was not provided so device history record review cannot be performed. Complaint's event is most likely caused by continually applying torque after the screw is fully seated, torquing when the implant is not properly aligned, torquing while leveraging the device and/or using the incorrect screw with the driver (screw does not seat fully on the driver). The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device requested but not yet returned.

Event description:
It was reported that during driving in of the screw, the tip of the screwdriver broke inside the screw. It was not possible to remove the broken piece. Additional information obtained 06 jun 2017: date of event was (B)(6) 2017 the patient is fine and there are no consequential damages for the patient.